Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2017-00201, 3005168196-2017-00202, 3005168196-2017-00204. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization in the splenic artery using a lantern delivery microcatheter (lantern) and ruby coils. During the procedure, while attempting to get the tip of the lantern in the middle of the aneurysm, the physician torqued the lantern and it collapsed; therefore it was removed. The physician then advanced a new lantern and attempted to advance three ruby coils; however, the physician pushed too hard and inadvertently kinked the ruby coils pusher assemblies. Therefore, the kinked ruby coils were removed and the procedure was completed using new ruby coils and the same lantern. There was no report of an adverse effect to the patient.